Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited increased pace and shock impedance measurements at routine follow-up. While pace impedances remained within normal limits, shock impedances were out-of-range. Decreased sensing amplitude and loss of capture were noted in addition to evidence of noise and oversensing upon review of stored episodes. A revision procedure was performed wherein the lead was surgically abandoned and replaced. No adverse patient effects were reported.